Manufacturer narrative:
The returned screw was examined under magnification. This screw shows excessive wear to full depth in the 2.5 mm hex drive. Wear is consistent with driver spinning in pocket. Two threads at tip are folded over, suggesting it turned in far cortex but was unable to advance forward. Additional mdrs associated with this event: 3025141-2017-00312: screw 1, 3025141-2017-00313: screw 2, 3025141-2017-00314: screw 3, 3025141-2017-00315: screw 4, 3025141-2017-00316: screw 5.

Event description:
While implanting screws to treat a fracture, there was difficulty in screw engagement. With five screws, the locking screws continued to rotate when implanted. Additionally, one screw broke during the surgery. Surgery was completed successfully using different screws but extended surgery time by approximately 30 minutes.